Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Patient weight added to the record.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein one of the leads was explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead was replaced, therefore both are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00806. It was reported that the patient experienced ineffective stimulation. Lead migration was confirmed via x-rays. Surgical intervention is pending to address the issue.